Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. The customer's blood glucose level was 51 mg/dl. Customer consumed juice and ate breakfast to treat bg. Reportedly, the pump was reset, and the customer continued to use the pump for insulin therapy. The customer believed the cause of the low was due to the out of range, however, the customer also reported that the pump personal profile settings need to be updated with healthcare provider.